Event description:
It was reported that the patient had an infection post replacement for normal end of life. The patient had been seen by an infection control physician. The patient had a small opening at the wound site at the time of the report. The stimulator had not been removed. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; poduct ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, lot # va0hxde007, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, lot# va0hxde008, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).